Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced decreased blood glucose (bg) levels of 39-40 mg/dl. The customer addressed bg with consuming juice, gatorade, and a glucagon injection. The suspected cause for bg was unknown.